Manufacturer narrative:
Additional narrative: the device was returned with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device failed temperature specification at the base of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a bad gearbox from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed temperature at the base. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.